Event description:
Sorin group (B)(4) received a report that a reduction of the blood level in the reservoir below the minimum volume caused the pump to stop during a procedure. The pump did not restart when the level was increased above the minimum volume. Hand-cranking was used to maintain blood flow until function was regained by power cycling the pump. The level detector was not reset. The case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the level sensor module. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a reduction of the blood level in the reservoir below the minimum volume caused the pump to stop during a procedure. The pump did not restart when the level was increased above the minimum volume. Hand-cranking was used to maintain blood flow until function was regained by power cycling the pump. The level detector was not reset. The case was completed without further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.